Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure error message. This error resulted in a shut down situation. This resulted in a loss of imaging functionality. There is no report of injury or death.